Manufacturer narrative:
Concomitant medical products: product ID: 8780, (B)(4), implanted: (B)(6) 2015, explanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the catheter was replaced, and the dose was decreased. ¿pod #1¿ dose was decreased, and spasticity management improved.

Manufacturer narrative:
Device code (B)(4) has been updated to (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had the pump for 2.5 and "started going through pretty bad withdrawal." Approximately three months ago, the patient¿s spasticity started to get "terrible". The patient experienced an increase in tone and ¿high, high spasticity." The patient was waking up in the night, had sweats, and a 104 fever." The patient had been going to the physician consistently and they ¿kept putting more and more." The patient was super sensitive to the drug. It never worked and told the healthcare provider (hcp) there was a problem. Regarding the drug information, it was noted "it kept changing." The patient "could get passed 100/day" and he was on the lower concentration. The ¿average that worked for him never took care of his spasticity but at least he was comfortable enough." If they went over 100 it would affect the patient¿s bladder and bowel and he would have accidents. The reporter stated "that was a good place for a while. The patient was "totally spastic on average of where he should be." It took over a month for the hcp to ok a computed tomography (CT) scan which showed the catheter came out. The reporter noted the surgeon said the patient¿s body rejected it and that's why it pushed it out. The patient had the surgery. Per the reporter, they repaired it instead of removing it. The reporter stated, "we wanted it taken out because it's never really worked¿ for the patient. The reporter asked what the process of removal was. The reporter was instructed to discuss removal of the pump with the healthcare provider. The reporter stated they will have it removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the catheter failure was determined to be subdural catheter tip. The patient weight was (B)(6) pounds.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 2016-12-05, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer / patient representative. It was reported that the pump "failed" in the past on an unknown event date. It was further reported however that regarding the report of the pump failing, that they did not think the pump failed but felt it was how the surgeon placed the catheter. They thought the patient was going through withdrawal, but the healthcare provider didn't think so and this went on for a long time. It was noted that the healthcare provider (hcp) wouldn't prescribe a CT scan and the patient was terrible pain for months and he couldn't even move. They then took the patient to a different hcp, and it was discovered that the catheter had pushed out of position, so the patient was not getting drug to the correct spot and it was just ¿going out in his body¿. The hcp went in and did surgery and repositioned the catheter and it has been working great ever since.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported that all of a sudden the patient had super increased spasticity. The patient had a traumatic brain injury (tbi) and spasticity all the time on his whole right side. The patient¿s whole right side was hemiparesis. The patient never had clonus and shaking. The patient¿s whole right side was ¿going crazy¿ and the patient was ¿very uncomfortable¿; it was not painful, but it was spasticity. The patient stated it was worse than he could ever remember. The consumer had been supplemented with the healthcare providers (hcps) ok. The patient just had a 5% increased because he didn¿t do well with baclofen and it caused a lot of other side effects, so they could only do 5% increases (see (B)(4)). The spasticity, shaking, clonus, and being uncomfortable started this past weekend (approximate date of (B)(6) 2017). The patient had an ultrasound on his kidney on (B)(6) 2017 and wanted to know if that could cause any issue. The consumer had called the healthcare provider (hcp), but they were out of town. The consumer noted that they¿ll probably go see the physician¿s assistant (pa). There were no further complications reported or anticipated. Additional information was received from a consumer on (B)(6) 2017. On (B)(6) 2017, the patient was at 92.06 mcg/day and the patient was starting to get more spastic. Every couple of months they would go up a little bit to control the patient¿s baseline spasticity and was supposed to do a 5% increase on (B)(6) 2017. On the telemetry printout from (B)(6) 2017, the medication was changed to 10% decrease down to 91.17 mcg/day because the patient started having symptoms of increased spasticity. On (B)(6) 2017, the patient was taken back to the physician¿s assistant (pa) and the hcp directed the pa to decrease the pump medication down to 87.86 mcg/day and things got worse from there. The pa didn¿t think the patient was in withdrawal, but had signs of underdosing. The pa suggested doing some sort of test by drawing up bubbles and was going to do that. When the pa called the managing hcp, they suggested not to do it. For two weeks (as of (B)(6) 2017), the patient had not been sleeping well, and loses bowel and bladder control. The consumer read the telemetry printout and it said the hcp had increased the bolus and decreased the rest. The hcp reviewed that the patient needed an increase. The patient¿s daily total went from 96 mcg to 87 mcg. The patient would stretch his foot and couldn¿t even move it, stating it was like a brick wall. For two weeks that was why the consumer was so upset. It was stated that 104 degree temperatures were happening for the patient. The patient was going into the emergency room (ER) to have an associate or someone come down from the healthcare provider¿s (hcp¿s) office to address the pump because that was how they were told to do it from the hcp¿s office. The patient was also scheduled for a follow-up appointment on (B)(6) 2017, but the patient could not wait until then to address all the symptoms and issues that the patient was dealing with. The patient had no pump alarms going off at the time of the report. The consumer stated that in general the pump was good for the patient, but was a slow process because the patient has had spasticity since before the implant and was just slowly trying to increase as needed and find the right titration. The medication in the pump was lioresal. The patient has had an issue of spasticity since the patient had been in an accident and coma that created a head injury in (B)(6) 2013. This was stated as a preexisting condition. There were no further complications reported or anticipated. Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The diagnostics performed included a CT dye study was ordered and the dose was increased. The cause of the increased spasticity, shaking, clonus, and being uncomfortable had not yet been determined. The increased spasticity, shaking, clonus, and being uncomfortable had been resolved. Additional information was received from the consumer on (B)(6) 2017. It was reported that the patient had surgery on (B)(6) 2017 because "the catheter failed". According to the consumer, the issue had been happening for the last couple of months. The consumer believed that the hcp would not listen to them. A CT scan was performed and surgery was done on (B)(6) 2017. No symptoms were reported. No further complications were reported.